Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Alenti hygiene chair is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. On 2017-jun-06 arjohuntleigh received information about an incident that occurred in the (B)(6) customer facility in (B)(6), canada. It was reported that after the bath while the resident was transferring from the alenti bath chair to the wheelchair the resident leaned forward and the device tipped as a result. The incident occurred while unit was being lowered with the brakes applied. There was no injury sustained, no adverse event occurred. The device was examined by an arjohuntleigh representative after the incident. The condition of the device was assessed as good and the function test performed did not reveal any technical deficiency. The alenti device was under arjohuntleigh service contract, the last maintenance was performed in jun 2017. No information concerning dates of the last training of the staff was provided within the complaint record. When reviewing similar reportable events, a limited number of cases with similar fault description: alenti device tilted sideways during the resident transfer were found. The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It is worth noting that the alenti has been designed, produced and certified to meet the requirements of the iso 10535 stability test and it is not intended to become unstable within normal and on-label use. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl (safe working load), and in its highest stroke position. The test was confirmed by tuv in 2004. The operating and product care instructions (IFU, version active at the time of the distribution of the involved alenti 04.cd.02/8 gb from june 2004) warn and inform how to use the device correctly, including resident's transfer to and from the bath: "warning! Always pay close attendance to the resident during transferring, transporting and bathing." "The resident should understand and respond to instructions to stay seated in an upright position." "To avoid the possibility of injury from tipping or other misuse, always ensure that: the alenti is moved with care, especially in narrow passages and over uneven surfaces. The slope of the floor does not exceed the ration 1:50. The equipment is used by appropriate trained staff." In reference to the observation made at the customer facility, arjohuntleigh technician has pointed out that the event could occur due to high slope of floor as even without the resident it was found difficult to move alenti over the slope. If the product instruction for use and the correct transferring procedure would have been followed with using adequate precautions and adequate condition of the facility floor, the event would have been avoided. This is to be communicated to the customer. All the above, brought us to the conclusion that the failure to follow safety instructions and recommendations included in the device instruction for use might have been a cause of the event occurrence. Looking at the incident scenario it has been established that the alenti hygiene chair was being used for patient handling at the time of the event and in that way contributed to the event. In this particular complaint, the patient did not sustain injury but due to the nature of this incident we are reporting this event to competent authorities due to the potential of harm with a high severity. Although no technical failure of the arjohuntleigh hygienic chair was found during on-side inspection by arjohuntleigh representative, the device was reported to tilt and from that perspective, the alenti did not meet its performance specification.

Event description:
On 2017-jun-06 arjohuntleigh received information about an incident that occurred in the (B)(6). It was reported that after the bath while the resident was transferred from the alenti bath chair to the wheelchair, the resident leaned forward and the device tipped as a result. The incident occurred while unit was being lowered with brakes applied. There was no injury sustained, no adverse event occurred.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The information regarding the manufacturer name was corrected. The conclusions from final report (B)(4) initial_final remains unchanged.